Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt while in the cath lab. The md inserted the intra-aortic balloon (iab) through the sheath via left arterial femoralis with no issues. Immediately, after the iab was connected to the pump it alarmed "helium loss alert." The pt was very unstable. The pt was transferred to the intensive care unit (ICU) and the iab was left in place for approx 2 hours while the pump continued to alarm "helium loss alert" despite implemented measures. As a result, the md decided to remove the iab since the pt was stable. There was a delay or interruption in therapy noted with no harm to the pt. Updated info was received stating the helium loss alarm continually alarmed; it was not sporadically alarming. The pt was in shock, dilation and stent at the same time which is why they did not remove the iab for two hours. Switching the pump out was not an option since there was not another available pump. The measures mentioned above included checking placement of the iab, connections, checking and verifying the iab was not kinked, and the volume of balloon was reduced. None of these troubleshooting measures were successful. When giving pressure to the iab is when the helium loss alert occurred. Therapy was cancelled. The pt was moved to the ICU and was stable. The pump was checked out. There is no service report. The pump is back in service. It was noted that the pump used was the iap-0500j / serial number (B)(4).